Event description:
Subsequent to the initial report filing, additional information was received stating that the offset and overlapping coils was the damage to the device, and not scratching and peeling as initially reported.

Event description:
It was reported that the lesion was located in the distal posterior lateral artery with moderate calcification. The balance middleweight (bmw) guide wire was placed at the lesion and when loading a xience v stent onto the guide wire, resistance was encountered and it could not be advanced. Resistance was encountered during retraction as well, however the xience v stent was able to be retracted from the guide wire. The bmw guide wire appeared to be scratched and peeled at 20 cm from the tip. A new bmw guide wire was used with the same xience v stent to successfully treat the lesion. No clinically significant delay in procedure was reported. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide cath: cordis. Sheath: terumo. Stent: xience v. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance advancing and retracting the other device and coil damage were able to be confirmed. The guide wire was returned with offset and overlapped coils. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.